Event description:
It was reported that this atrial lead was repositioned for an unspecified reason. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.